Event description:
Boston scientific received information that the defibrillation lead was exhibiting an impedance measurement of 132 ohms.

Manufacturer narrative:
A boston scientific technical services consultant discussed with the caller that there is a potential issue with this lead and suggested troubleshooting techniques to verify the integrity of the lead. The lead remains actively implanted and no other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Manufacturer narrative:
Additional information was received over three years after the initial observations that this lead was still exhibiting out of range defibrillation impedance measurements. A revision procedure was performed and a small pericardial effusion was observed at the beginning of the case. The lead was successfully removed from service and replaced without further incident. No adverse patient effects were reported. The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations.